Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the distal end was deformed. The additional evaluation findings were as follows: due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the bending tube was deformed, the adhesive on the bending section cover had a chip, due to clogging of the nozzle, water removal ability did not meet standard value, switch #1 had a scratch, the nozzle had corrosion, the plastic distal end cover had a scratch, the connecting tube had discoloration and a scratch, the scope connector cover unit had a scratch, the forceps elevator lever had discoloration and a scratch, the forceps elevator knob had discoloration and a scratch, the "right/left" knob had discoloration and a scratch, the "up/down" knob had discoloration and a scratch, the switch box had a scratch, the scope cover had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had a scratch, and the suction cylinder was shaved. As upon evaluation, foreign objects were found in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, gastrointestinal videoscope had scratches inside forceps mouth. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: g2 (if other specify), h10 (information was inadvertently missed on the initial) correction to h10: the customer also flushed the air/water nozzle with a detergent solution. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.